Event description:
Arjo became aware of the event involving the maxi sky 2 ceiling lift. The nurse found the ceiling lift cover on a couch in the hospital room. The customer staff assumed that it detached and fell on the sofa. There was no witness of the event. No injury was reported. No patient was involved.

Manufacturer narrative:
The technician who inspected the claimed device reassembled the cover. The technician assessed that it is possible that the cover has been hit by the arms of other medical devices that may be in the same room what resulted in the ceiling lift cover detachment. Even the event was unwitnessed, this potential root cause seems to be the most probable as there was no indication of any ongoing service, and neither failure of the cover was found. To sum up, there was no indication that the maxi sky 2 was used to transfer the patient. No injury was reported. The cover of the device detached and from that perspective, the device did not meet its performance specification. The complaint was assessed as reportable due to ceiling lift cover detachment.